Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: the alleged false negative result occurred on alere hcg cassette lot hcg9112052. Information regarding sample storage, sample collection and testing technique is not provided. It is unable to identify if any misuse or deviation against the package insert. The batch record of hcg9112052 was reviewed, the quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process; the working concentration used in the key components met manufacturing criteria. The retain product investigation was performed on lot hcg9112052. False negative results were not observed. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that the patient was tested on the alere hcg cassette and received a false negative result with lot hcg9112052 on (B)(6) 2020. Bhcg was 102 on (B)(6) and then 52 on (B)(6), unit was not provided. Information regarding sample storage, sample collection and testing technique is not provided. Although requested, no further information was provided.